Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to protruded and loose drive support disk. The insulin pump was unable to perform the excessive no delivery alarm due to prime anomaly. No motor error alarm. The motor passed motor test. The insulin pump had minor scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, missing end cap sticker.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 284 mg/dl at the time of incident. The customer stated that they were unable to rewind. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.